Event description:
Reporter indicated that the magnet had cracked and was no longer working. The pt was not available to perform troubleshooting to determine if the cracked magnet was initiating a magnet mode stimulation. The cause of the cracked magnet is unknown.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to death or serious injury.